Event description:
It was reported that the right ventricular lead exhibited high capture thresholds and low impedance. The lead was explanted and replaced. The patient was well post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.